Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen text was found to be dim/faded and discolored. Evaluation revealed that the audio bolus button cover and plug were found to be detached. No evidence of contamination or other anomalies were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim/faded and discolored. Additionally, the audio bolus button plug was detached from the pump. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.